Event description:
After the bath, the resident fell to the floor, in the chair, while attempting to connect to the transfer system.

Manufacturer narrative:
After the bath, the resident was combative while being lifted out of the tub. While lowering the chair onto the transfer frame the resident, while still strapped to the chair, fell onto the floor (resident was in the chair on the floor) there were no injuries. The chair was not properly attached to the frame.